Event description:
It was reported that when the bd pyxis¿ medstation¿ es tower was used, bio identification had stopped working for a brief moment, resulting in a delay in patient care. The customer indicated that the user experienced a delay in dispensing medication as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that an intermittent issue has been identified with the bio identification scanner, which fails to illuminate. A field service engineer has reported occasional communication failure errors and replaced the bio identification component. The system functioned as intended after the field service engineer resolved the issue.